Manufacturer narrative:
(B)(4). The lift is back in service at the facility.

Event description:
Pt was being transferred from chair to bed with a viking mobile lift. Pt's right foot was moved past the upright mast and received a laceration on the right toe.